Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported by a family member of the patient that the patient was switched to the left side yesterday but the patient was not able to feel stimulation as well on that side so they switched it back to the right side. The caller also wanted to know why the patient was still retaining a large amount. There were no further complications reported/anticipated.